Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the final skin closure during a laparoscopic video assisted thoracoscopic surgery, the suture broke af ter one pass through the tissue. They were able to use the rest without issue. There was no patient injury.